Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2016-10480.

Event description:
Our sales rep reported via phone that the suture broke on the customers gii anchor with orthocord during a bicep repair procedure while the surgeon was tying knots after the anchor had been inserted. The surgeon left the anchor in and drilled a new bone hole and inserted a 2nd gii anchor. The suture broke on this anchor as well when the surgeon was tying knots. The surgeon left second anchor in and drilled a third bone hole, inserting a third gii anchor which they used to complete the procedure with a delay of less than thirty minutes with no patient consequences. The sales rep stated that the patient had good bone quality and that nothing touched the sutures except for the needle holder and pickup. Nothing is being returned for evaluation.